Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the event unit met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: otb (bilateral tubal occlusion). Event description: the energy was supposed to be activated, but the clamp was supplying energy on its own without the doctor pressing the button to activate it. [Doctor] already has experience with the clamp and noticed that the energy was activating by itself, without pressing the button. When he tried to press the energy button, the console immediately made a sound without delivering the energy. There was no impact on the patient. The patient is stable and there were no consequences. Patient status: the patient is stable and there were no consequences. Intervention: they gave the doctor another "clamp".

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: otb (bilateral tubal occlusion). Event description: the energy was supposed to be activated, but the clamp was supplying energy on its own without the doctor pressing the button to activate it. [Doctor], a gynecologist, already has experience with the clamp and noticed that the energy was activating by itself, without pressing the button. When he tried to press the energy button, the console immediately made a sound without delivering the energy. There was no impact on the patient the patient is stable and there were no consequences. Patient status: the patient is stable and there were no consequences intervention: they gave the doctor another "clamp".